Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected due to affected channels.

Event description:
The user's hearing with the device is affected due to affected channels. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, during implantation surgery one channel was left extra-cochlea which might have contributed to the lack of benefit. The problems given in the recipient report appear to match the damage found. This is a final report.